Event description:
"My daughter used the dual action freeze away in the evening. I do not know how long she held the can in the activator cap because I was not with her. The product ran down the inside of her left arm from her wrist to her elbow. She immediately started screaming. We took her to the ER. They put on burn cream and wrapped her arm. When we took the bandage off 3 days later to add more cream, she had golf ball sized blisters on her arm. There should be some type of warning on the directions about over saturating the applicator." Update 2009 medical records. Consumer seen in emergency department in 2008, "inside of left forearm is red warm swollen" "sustained an area of chemical irritation and burn from a wart remover (otc) complaints of local pain at the site of burn." "Physical exam "has an inflamed uncomfortable first degree superficial burn over the volar surface of left lower arm involving half of the area (4.5%) diagnosis "chemical burn. Burn over left forearm" treatment silver sulfadiazine cream topical, acetaminophen -codeine #3 once gentle cleaning with shur clens/saline. Discharged from department with prescriptions for silvadene burn cream, tylenol #3 1 tablet prn, burn care instructions. At approx one month later using silvadene left forearm with 4cmx x1ft area skin redness & blistering + yellow fluid a/p 2nd degree chemical burn - to burn clinic. In the next day. "Burn from wrist to elbow. Measures 14cm in length 4 cm in width. The burn area is covered by blisters that are open and in various degrees of sloughing. In clinic, we debrided all of the blisters revealing a healthy burn. "No evidence of infection." Plan apply intersorb and silvadene at about 2 weeks later "burn injury completely epithelized, pink and quite dry. There is 1x6cm linear area with dry eschar on it. Child has full range of motion. The area of injury is over the left forearm and does not involve any of the joints." Two weeks later at burn clinic: "left forearm burn is still somewhat hyperpigmented, perhaps some very early hypertrophy. Majority of this burn injury had healed within 3 weeks, so the risk of scarring is minimal." In 2009 burn clinic: some areas remain hyperpigmented, other areas are still hypopigmented. Medical records. Seen in md office about 5 months later for independent medical evaluation scar evaluation. Review of emergency department, md visit of 2008, and md visit of the following month reviewed. In 2009 medical records. Seen in md office for independent medical evaluation scar evaluation. Page 2&3 of md exam shows "approximately 15cm in length by 4.5 cm at widest width which is most distal aspect. The area is slightly mottled with lighter colors, or hypopigmentation mainly in the center of the burn". "She has some sensitivity to heat and cold over the burn area." "The scar is flat and non hypertrophic and not influencing joint motion or influencing the function of the left arm." Md stated "I would not expect the hypopigmentation or lighter areas to improve however" and " the sensitivity to heat and cold I believe will be permanent". Case upgraded to serious status based on this evaluation.